Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the patient¿s stimulation had stopped last night (¿it went off¿) because they had not charged the ins battery. The family member was having a hard time turning the stimulation back on. During the report, when the recharger was hooked up with the device, it showed the ins battery was nearly full as it had been charged up the night prior. It was noted that the patient was miserable due to the stimulation being off. It was also reported that there was poor communication with the patient programmer unit. When it was recommended to change the aaa batteries, the family member opened the battery compartment saw what looked like corrosion in there. The family member wiped out the battery compartment and put in new batteries but the programmer was still not working. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the caller reporting that the patient was suffering and needed the programmer. The caller reported the patient was uncomfortable and had been freezing up. The caller reported that the patient had been taking muscle relaxers and that all of this had been going on since wednesday at 2 am. No further patient complications have been reported as a result of this event.